Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported the patient had a loss of effect. It was reported there was elective replacement indicator (eri) warning message. It was noted the eri message appeared ¿2-3 days ago¿. It was noted everything worked well until the last 2 or 3 days. It was noticed the eri message was noticed when the turn the device on and the stimulation is on ¿but it¿s not really the stimulation that has been before the last 2-3 days¿. It was noted the patient usually turns the stimulation on in the morning and then off at night. It was noted the patient talked to their health care provider (hcp) and was told ¿there isn¿t much more they can do because of their arthritis, and they have a lot of pain in their back¿.